Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon closed the device on a vessel but it would not open. The piece of vessel that it closed on is still in the jaws of the instrument. Hospital was able to get a new one and got the bleeder but hospital staff raised concern that "it could have been a lot worse." Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: at what firing did the issue occur? Unknown. Did the clip advance completely into the jaws prior to firing? Unknown. Were there any unusual noises heard? Unknown. How was the device removed from the tissue? Cut out. After the device was removed was there any tissue damage? Please explain the damage and how the damaged tissue was repaired? A second clip applier was used to control haemostasis. How much bleeding occurred? Unknown. Did the patient receive any blood products? Unknown. Did the primary surgeon fire the device? Yes. What is the patients current condition? Unknown. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the lockout did not activate as intended. This condition is unrelated with the event reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.